Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert for pacing lead impedance (pli) out of range. The pli was stable except for two outliers that measured high in the past 7 days. The out of range measurement could not be duplicated in clinic. All other measurements were within range. The notifier was re-enabled and the lead will be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.